Event description:
The reporter stated that the surgeon inserted a aa4204vf single piece silicone lens. After the lens was inserted a capsular was noticed. The incision was enlarged to remove the lens and a vitrectomy was performed. Another lens was inserted. A suture was required to close the wound. It was unknown what caused the capsular tear. The reporter stated that they use a competitor's phacaoemulsification equipment.